Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial/lot #: (B)(4), ubd: 08-sep-2021, UDI#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient went in for surgery for normal end-of-life (eol). Prior to surgery, the manufacturer¿s representative examined the device and all impedances were >4000 ohms. As a patient factor that led to the issue was that the patient had fallen twice. Diagnostics/troubleshooting performed included increasing the pulse width and voltage for the impedance check but the impedance values did not change. The physician decided to replace both the ins and lead during the surgery. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.